Event description:
It was reported that during a colon resection, the stapler's circular end of the spike came off of the first two staplers. Another like device was opened and the procedure was completed with no consequence. Zero devices are being returned for analysis.

Manufacturer narrative:
(B)(4). Additional information received: during the procedure, the surgeon attempted to use two different devices. With both devices, as he started to close, the anvil would detach. The surgeon was able to complete the procedure with a third device. No patient consequences were reported. Devices were discarded and will not be returned. No replacement devices were requested. The surgeon also told the rep that the patient tissue appeared "extra slimy" and that the first assist had to change gloves three different times as a result.